Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was observed that the right ventricular (rv) lead exhibited high pacing impedance and high capture threshold. The rv lead was capped and replaced on (B)(6)2022. The patient was stable.